Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, fourteen (14) years post-implantation, the patient underwent revision surgery due to instability. Due diligence is in progress for this event; to date no additional information has been reported.

Event description:
It was reported that a patient had an initial left total knee arthroplasty. The patient did well until presenting with pain around the patellar tendon approximately 12 years postop. X-rays showed small bits of calcification in the patellar tendon but no implant concerns. Fourteen (14) years post-implantation, the patient had an arthroscopy with patellar fat pad debridement of scar tissue, lateral facetectomy of the patella, and lateral retinacular release. No product was exchanged. Three months later, the patient reported clunking in the knee and feelings of instability or giving way. Subsequently, the patient was revised due to instability. The articular surface was exchanged without reported complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been corrected: d6b the following sections have been updated: a1; a3; b4; b5; b7; g3; h2; h6; h10; h11. D6b: the femoral component was not explanted. H6: proposed component code: mechanical (g04)- femur. Visual examination of the provided pictures identified an explanted poly component with signs of implantation and bio debris. Part/lot could not be visualized. No further conclusions could be made using the provided photos. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: consult notes stated: patient had been doing well post total knee arthroplasty approx. 12 years ago until experiencing pain around the patella tendon, knee moved well with no effusion, tenderness in the patella tendon, worse when the extensor mechanism is contracting, pfj not irritable. X-rays show no signs of loosening or wear, small bits of calcification in the patella tendon. Plan for injection of prp for possible patella tendinitis. Six months later consult notes stated: arthroscopy with patella fat pad debridement and lateral facetectomy of the patella and lateral release performed. Overhanging lateral facet and scar tissue in the retro patella fat pad, lateral retinacular release performed. No product exchange or notation concerning implant findings. Fourteen years post-implantation consult notes stated: patient reported extraordinary clunking in knee and feeling of giving way. Patient reports knee is still clunking a lot and painful, CT shows no evidence of loosening. When I flex her knee and rotate her ankle it makes the same clicking noise suggestive of mid-flexion instability. Plan for revision of poly or all components. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.